Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated the user plugged this replacement cord into a tabletop pulse oximeter. The monitor power cycled several times. The cord became hot and began to melt. Use of the cord was discontinued.